Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the display of error code e433 was due to the generator board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator esg-400 to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device displayed error code e433. The generator board was replaced. There was no patient involvement.